Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer¿s blood glucose level was 293 mg/dl.